Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The user reported that the reader is not turning on. Burn marks were observed on the display. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks extending up to the left side of pcba were observed. An extended investigation was performed. A review of the case history was performed. Burn marks on the pcba were observed. The adc charging cable and adapter were not returned for analysis. A visual inspection of the reader was performed using a digital microscope and evidence of burn marks and liquid contamination was observed on the pcba. The reader log was not able to be extracted from the returned device due to the damage to the pcba. Thus, the data scan was not able to be reviewed. The device was brought to a lab bench for testing. The battery voltage was measured and the result was not within the specification range. A known good battery was used throughout testing. The reader was monitored under a thermal camera during operation, and hot spots were observed on the battery port, u5, and u2 components. The returned reader did not power on with button press, strip test, or charging cable. The moisture indicator on the back had turned red, indicating contamination on the printed circuit board assembly (pcba). Burn marks were visible on the battery ports and nearby ics, and corrosion was present on test points near the battery ports. Hence, overheating was directly caused by liquid ingress, which compromised thermal regulation and caused internal damage to the components. Liquid ingress contamination on the reader had led to internal component damage, resulting in overheating and burn damage. This condition caused the device to not turn on as reported by the customer. Therefore, the issue is not confirmed to use due to liquid contamination. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.